Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : this complaint is associated with the cracking of the red overmold on the locking knob of the attune measured sizer. Visual inspection of the returned product confirmed the cracking. The material of the overmold is radel (ms-602 grade-02 (rd1) polyphenylsulphone). The device shall be retained for future reference. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune sizer. Product code : d254400509. Lot/batch/exp: abb4369. There is a crack on the red knob.